Event description:
It was reported that this pacemaker system exhibited high, out-of-range right ventricular (rv) pacing lead measurements measuring, greater than 3,000 ohms. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. Technical services (ts) reviewed the data and found there is myopotential noise however, it was not being oversensed by the device. Ts recommended to bring the patient into the clinic for an evaluation and provided possible causes. The patient was seen and evaluated, and they found the rv lead exhibited loss of capture and noise. The device was left in unipolar, and the plan is a revision procedure. At this time, the system remains in service. No adverse patient effects were reported.